Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during the pre-use check. The nozzle unit was found defective and replaced but not returned for investigation as the part was discarded. After replacement of the nozzle unit, the ventilator passed all functional and safety tests and was cleared for clinical use. No logs were provided and the replaced nozzle unit was not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).